Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed premature battery depletion out of the box. Manual capacitor reforms were done, however the battery status did not change. The device will be returned for analysis.